Manufacturer narrative:
The insulin pump received motor error alarms during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to excessive motor error alarms.

Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the device failed the displacement test. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.